Event description:
A nurse noticed the vent alarm going off and called the respiratory therapist. They noted the trach malfunctioned due to a large hole in the cuff where the inflation line goes into the cuff. The incident seemed to be a spontaneous occurrence.